Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia, blood clots in lungs. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging pneumonia and blood clots on lungs. No medical intervention was required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally and internally, observed light gray film of unknown contamination throughout the inside of the enclosure. This light film can be smudged. Unknown black contamination (dust like) inconsistent with degraded sound abatement foam, at the air inlet of the blower box. Dried unknown liquid spot on the bottom of the blower motor. Black contamination, consistent with keratin, at the air outlet of the blower box, black dust like contamination, inconsistent with degraded sound abatement foam, on the top enclosure. Unknown black dust like contamination, inconsistent with degraded sound abatement foam, on the front panel. Black dust like and potential hair/fiber contamination, inconsistent with degraded sound abatement foam, on the rear panel. Dried unknown liquid spot on the bottom of the blower box. Also, white dust like contamination on the blower box. Brown unknown particles and black, inconsistent with degraded sound abatement foam, unknown dust like contamination and potential hair/fibers on the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that they were not able to confirm the customer complaint and unable to directly address the patients symptoms. There was no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Device problem code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.